Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
As reported: "patient's right hip was revised due to a femoral fracture sustained during a fall [one day post-implant]¿stem, head and poly were revised to a restoration modular with replacement adm poly and head. All information available to myself and the hospital is included. No further information coming".